Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR report: 1627487-2018-03864 - it was reported that patient underwent an additional surgery on (B)(6) 2018, the same day of implant, to explant the scs system due to post-operative complication. Reportedly, patient¿s blood pressure increased and caused a vessel to rupture. It was noted that patient¿s blood pressure has returned to normal.